Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the gonadal vein using a lantern delivery microcatheter (lantern). During the procedure, contrast was injected and it was noticed that the contrast was leaking from the lantern. Therefore, the lantern was removed. Upon removal, the physician noticed that the lantern was stretched and broken at the distal end, but remained connected. Therefore, the lantern was not used for the remainder of the procedure. It was reported that the physician thought that the rotating hemostasis valve (rhv) was too tight. The procedure was completed using a new lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned lantern confirmed that the catheter was fractured. If the lantern is inadvertently mishandled at an extreme angle during use, damage such as a kink and subsequent fracture may occur. Further evaluation revealed ovalization on the distal shaft. This damage was incidental to the reported complaint and the root cause could not be determined. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.